Manufacturer narrative:
Issue was eventually closed by support as client no longer reporting issue and unable to reproduce. No indication of adverse patient impact from client as client had work arounds in place. Client has not reported viewer crashing since initial complaint. No further action needed.

Manufacturer narrative:
There is no indication that patient was harmed. Merge healthcare support further investigated the customer's allegation. Merge support was unable to be reproduce the issue unless the client opened up several windows and tried to close them all at once. This is not the expected user workflow by a user. As of 04/21/2016 support continues to investigate and monitor the issue. It has been determined to be intermittent and unable to be consistently re-produced. Communication with customer continues. If additional investigation information or a conclusion becomes available, a supplemental report will be submitted.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marked for soft copy reading, communication and storage of studies produced by digital modalities. On (B)(6) 2016 a customer called into merge support and alleged that their viewer was not responding. On (B)(6) 2016 the same client called merge support alleging that their viewer was crashing when a worklist was opened. Based on the customer's allegation, there is a potential for a delay in diagnosis or treatment due to the viewer not functioning as expected. The customer did not indicate any patient harm as a result of the issues with the viewer. (B)(4).